Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the device switched to unipolar. It was also reported that the lead had an apparent fracture and the patient was not satisfied with the quality of the products. The device and lead are still in use. No patient complications have been reported as a result of this event.